Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant and earlier post-implant images were not available for review and comparison. It is possible that disease progression with neck dilatation may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately nine years and six months post index procedure a CT revealed there was a migration resulting in a proximal type I endoleak. Per the physician, the cause of the event was due to the patient anatomy of a dilated proximal neck. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.